Event description:
The customer reported being hospitalized for high blood glucose of 562 mg/dl. The customer stated that she was vomiting and had ketones in the urine. Troubleshooting was performed. The alarm history revealed several no delivery alarms. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.